Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, it was reported that the patient's device have fluctuating impedances and open circuits. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new device during the same surgery.